Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch#: p5550g. Device analysis: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. In addition, the returned reload was noted to have 4 stuck staples in the washer and the retainer pin coupler was noted to be damaged. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, cs40b stapler would not fire. A second device was pulled. There were no patient consequences.